Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed noise on the atrial and ventricular channels due to electromagnetic interference while the patient was replacing a hot water heater. Subsequently, the patient received an inappropriate shock and felt "a little jolt" due to the noise. The device also triggered a lead integrity alert (lia)due to sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, three months later the device displayed another episode of noise during an episode of atrial tachycardia/atrial fibrillation (at/af) that was suspected to be due to emi. The device remains in use. No further patient complications have been reported as a result of this event.